Event description:
Pt is a home care tpn user. In her supplies are co's 21g, 1" needles, when adminstering a flush this am, (1) needke was found to have a contaminant inside the needle sheath and hub, all inside the sterile wrapper. The contaminant appeared, to the pt, to be dried blood. This was the only needle found to be contaminated.